Manufacturer narrative:
H4: the device was manufactured from august 27, 2020 - august 28, 2020. H10: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak has occurred. The reported condition was verified. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the stress member. Portion of the broken tubing remained inside the solvent-bonded area of the stress member. The actual cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This issue was discovered at the hospital prior to patient use. The device was filled with cefazolin 4000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.